Event description:
It was reported that the b and act buttons are not working. Customer removed the battery, the buttons responded, then stopped working again. Customer does not have the blood glucose reading. Customer wears the insulin pump on the bra strap. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with cracked case on display window corners, severely scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.